Event description:
It was reported that, "arthrofibrosis. Surgeon would like a wear analysis done on the insert and wants to know if the discoloration on insert is from the synovial fluid."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.